Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 800 mg/dl while wearing the pod. The patient reports they had woken to their blood glucose level at 400 mg/dl. The patient administered a correction bolus. The patient was taken by ambulance to the hospital. Once at the hospital the patients blood glucose level had rose to 800 mg/dl. The patient reports leaving the hospital after 1 week. No further information is available as to this event.